Manufacturer narrative:
The customer¿s experience with tenth-digit failures of the rate display of each returned display board assembly was confirmed during lab testing. While a dim segment(s) will not affect proper delivery of medication, it may lead to user confusion and/or inconvenience. Per the fi CAPA the affected populations of leds were primarily batches made between september 2013 and november 2014. Each of the 11 received components were manufactured during that time period. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference number ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
The customer reported a failure with display board assembly with the tenth digit segment .the technicians are doing pm¿s daily and finding them frequently .there was no report of patient involvement.

Manufacturer narrative:
The customer¿s experience with tenth-digit failures of the rate display of each returned display board assembly was confirmed during lab testing. While a dim segment(s) will not affect proper delivery of medication, it may lead to user confusion and/or inconvenience. Per the fi CAPA the affected populations of leds were primarily batches made between september 2013 and november 2014. Each of the 11 received components were manufactured during that time period. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference number (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported a failure with display board assembly with the tenth digit segment. The technicians are doing pm¿s daily and finding them frequently. There was no report of patient involvement.